Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mc2525, and no non-conformances were identified. Additional h3 investigation summary: one empty opened foil, a detached needle and a dispensed suture of product code vcp345, lot mc2525 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle..

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. It was also reported that suture and needle separated. The surgery was not delayed and there were no patient consequences reported.